Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the lead (l/n va0x7bj), found no significant anomalies. The distal end was bent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: neu_stylet_acc, product type: accessory. Product ID: 3550-63, product type: accessory. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The manufacturer representative (rep) reported that the lead tip was broken when inserting into the sacral area. When the health care professional (hcp) was inserting the lead through the lead introducer, there was some tension on the lead and the tip of the lead broke off. Once it was advanced, the last electrode broke. The lead was inside the patient when this occurred but no part of the lead remained inside the patient. It was removed a new lead was subsequently and successfully placed without incident. The damage was at the tip of the lead. The revision occurred on (B)(6) 2015. There were no reported symptoms and no patient injury. The patient recovered without sequelae. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.